Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was ­­­­­­­­­left inguinal hernia and postoperative diagnosis was bilateral inguinal hernias with cord lipoma on the left. The procedure performed was robotic repair of bilateral inguinal hernias with excision cord lipoma on the left. Two years ago - the patient underwent another procedure for a robotic repair of recurrent left inguinal hernia with the preoperative and postoperative diagnosis recurrent left inguinal hernia. The patient has had a deformation/migration and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced mesh migration and recurrence. Post-operative patient treatment included revision surgery.